Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and broken off the end cap. The insulin pump was received without the belt clip.

Event description:
The customer reported via phone call that the insulin pump was dropped and broke. The customer reported that the insulin pump had cracks on the case. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.